Manufacturer narrative:
The device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the rad-g "powers on/off by itself." There was no patient impact or consequence reported.

Manufacturer narrative:
The returned rad-g was evaluated. The device was able to power on and off via battery and ac power. The device remained on and no errors or failures were observed throughout the duration of testing. The device was determined to be functioning as designed.

Event description:
The customer reported the rad-g "powers on/off by itself." There was no patient impact or consequence reported.